Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch delica lancing device does not fully penetrate. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 10am, the patient reported he experienced an issue with his onetouch delica lancing device. The patient stated he manages his diabetes with insulin (no adjustments). The patient denied taking any action in response to his regular diabetes management regimen prior to the product issue. ¿two hours after issue¿ the patient reported experiencing symptoms of ¿hunger and thirst.¿ the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted this was not the first time the product was being used, there was no misuse of the device and the patient was using the correct lancets. Replacement product was sent to the patient. Based on the information provided; this complaint is being reported because the patient reportedly developed signs/symptoms indicative of hyperglycemia after the product issue. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. In addition, the alleged meter issue was not resolved at the time of trouble shooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.